Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated her blood glucose has been elevated to 300 mg/dl. Her normal blood glucose range is 120-155 mg/dl. She stated she knew her blood glucose was high because she was thirsty. She stated that she bolused to lower her blood glucose. She stated that she had contacted her physician and he suggested she increase her basal rates. The pt also stated that her infusion device was "noisy" during operation. She stated she had not changed her piston rod in over a year. The pt was sent replacement piston rod and adapter. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.